Event description:
Reporter reports back to back testing on meter to lab while using the inform system with results of 532mg/dl on the meter and 92mg/dl at the lab. Reporter reports controls were run the same day on the same vial of strips and in range; no results were provided. No adverse event reported. Caller reports there are no strips to return; a replacement was sent.